Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 750mg/dl and diabetic ketoacidosis. The customer had symptoms such as thirst and treated with manual injection. Troubleshooting was performed. Customer reported that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the high blood glucose levels began 3 weeks prior to hospitalization. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. It was found that the cannula was bent and the customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.